Event description:
It was stated that the customer accidentally went swimming while wearing the insulin pump. The customer didn't realize that the insulin pump stopped working after getting wet, and he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 735 mg/dl. Advised that the insulin pump would be replaced due to the moisture damage. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.